Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went to her doctor due to high blood glucose levels. The doctor told the customer to stop insulin pump therapy since she had changed the infusion set twice. The doctor was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.